Manufacturer narrative:
When received, the pump powered on with bars on the display screen. The output of the integrated circuit u21 was incorrect. The u21 was cracked and needed to be replaced. The pump then powered on with an error 143. The pump was powered off and back on with output incorrect to the display. The memory was cleared and the pump programmed correctly. The wires were found broken off of the external power jack, the nut was off of the jack, and the orange wire was pulled out of the crimp in the plug for the motor. The back case was also cracked by the battery compartment. The alarm history could not be recontructed due to the nature of the failure. The above findings are not related to a report of missed doses/program incomplete.

Event description:
Several missed doses reported. The pump was in homecare use infusing intermittent penicillin over 30 minutes every 4 hrs. The dosage was not specified. The pt reported that "on three or so occasions" he noted pump display indicated "program incomplete" and the full dose had not delivered. The pt is ambulatory and active and carries the pump and medication in a fanny pack. It was thought that during activity, the pump the pump buttons were possibly bumped and this inadvertantly turned the pump off. The pump was swithched out for a different type and antibotic therapy continue. The pt did not experience any adverse effects. No additional info was available.